Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. Customer also reported that display was blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The reservoir will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No blank display anomaly noted. However, the device had unresponsive buttons due to flattened act, up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests due to unresponsive button. Updated concomitant products.